Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported a patient enrolled in a clinical study underwent right total hip arthroplasty on (B)(6) 2014. Subsequently, patient experienced a nerve deficit. There has been no reported revision procedure to date.